Manufacturer narrative:
Zoll has not received the lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the lifeband (lot # unknown) sheared at the place where it enters the autopulse platform (s/n unknown). No further information was provided. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00567 for the autopulse platform (s/n unknown).